Manufacturer narrative:
The serial number of the analyzer is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a false positive hbv result with the cobas® mpx - 480t assay for a donor sample tested on the cobas 6800 analyzer. No repeat results or confirmatory testing results were provided.